Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event of low lead impedance was confirmed in the laboratory. The low lead impedance was caused by a short circuit in the lead due to damaged inner insulation. The damage is consistent with overtorque of the inner coil in the field.

Event description:
It was reported that during implant the atrial lead exhibited low impedance and loss of capture. The lead was not implanted.